Event description:
The reporter stated that the atoll polyaxial screw was being inserted at vertebra level c2 during a spinal surgery procedure. The screw was being placed at an extreme angle, and the surgeon was trying to readjust the tulip head with a kocher forceps when the screw head snapped off. The surgical procedure was completed successfully using a spare device that was available. The complaint sample was discarded in the operating room.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.